Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that the right atrial (ra) lead exhibited an atrial lead position check (alpc) failure. It was further reported that the right ventricular (rv) lead exhibited high thresholds. Both the ra lead and rv leads remain in use. No further patient complications have been reported as a result of this event.